Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin injection (2grams, intraperitoneally, frequency not reported), fortum injection (1gram, intraperitoneally, daily up to fourteenth day), and heparin injection (2ml for every exchange, route not reported) for the peritonitis. Patient outcome was not reported. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.